Event description:
Patient removed sharps container from wall, took it into bathroom and was able to remove needles, syringes and medication vials without breaking the safety tray. Items were taken from patient before any harm could be done.